Event description:
During a clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead on a non-pacemaker dependent patient. Diagnostic imaging was performed but did not reveal any abnormalities. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.